Event description:
Customer said that over the past several months, 3 different doctors have reported at least one pt per month, where the triage tni was positive and the pt was referred to a cardiologist who then said the pts were fine and asked doctors "why are you sending them to me?" Customer had no specific pt results for tni, no specific lot numbers available. Does not know or understand what the "cutoff" for tni is in their lab, but when asked a few times, he looked for a minute and then said 0.16. When an account executive met with customer (B)(6) he reported the following: "(B)(6) and I agreed that there may not be an assay problem here but rather a perception or interpretation issue. The doctors with the issue are using tni only model and we have offered education to help them utilize the rest of the results on the panel to better qualify the pts."

Manufacturer narrative:
No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. The customer did not provide a lot number for the product addressed in this case. Product support could not conduct an investigation without additional info. No data or customer results were provided. Product support was unable to determine if any issue exists with the customer's observations. This issue will be tracked and trended to detect any further occurrence. Falsely elevated tni results may lead to invasive procedure or medication. No report of death or serious injury. However, potential exists should malfunction recur. No corrective action required at this time as no product deficiency was established.